Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information was provided.

Event description:
It was reported that the bd safety-lok needle was clogged/blocked. The following information was provided by the initial reporter: "using a 23gx1" safety glide needle for an injection this evening. When injecting, the fluid did not come out of the needle. It instead came from the plastic between the needle and the hub. I am not sure if it was a defect or not. I could not see any defects but I could not see the entire hub due to it being covered by the safety portion of the plastic that goes up the needle."

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 29feb2024. Medwatch report is (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.